Manufacturer narrative:
The investigation has been completed. The impella device was not returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the ventricular tachycardia/ventricular fibrillation was not determined. B.7 information was added as it was inadvertently omitted on the initial submission of manufacturer device report number 1220648-2024-12711. H.6 codes 4611, 4755 and 4114 were entered incorrectly on the initial manufacturer device report number 1220648-2024-12711. New codes have been added. H.10 additional manufacturer narrative on the previously submitted initial manufacturer device report number 1220648-2024-12711 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded. Additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted initial manufacturer device report number 1220648-2024-12711 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured worsening right heart failure with a "probable" relationship to the impella device used: ¿patient continued to feel poorly following impella implant, repeat rhc (right heart catheterization) completed on (B)(6) 2024 showed a decreased papi falling from 1.9 to 1.1 and an increase in rap from 11 to 19 mmhg.¿. The patient recovered with no sequelae.